Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported t.w. Power supply sn: (B)(6) had loose connection on the socket to the probe or on the connection cable.

Manufacturer narrative:
Trackwise ID# (B)(4). Device not returned: (4114/ 3221 & 67) despite request and/ or customer indicated that the device would be returned; however, no device was returned. Trend analysis: (4110) the following trend data is from the month of (B)(6)2024, the most current data available. The overall ¿t.w. Power supply¿ 24 month complaint trend data for the period (B)(6) 2022 through (B)(6)2024 was reviewed. The overall complaint rate was found to be (B)(4) and is below the mean. There were no triggers identified for the review period. Historical data analysis: (4109/213 & 67) the review of the historical data indicates that no other similar complaints was reported for the same serial number and reported failure mode. Analysis of production: (3331/213 & 67) the reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Communication/interviews: (4111/213 & 67) communication/interviews were performed to obtain all possible information.

Event description:
N/a.